Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the bifurcate was implanted through the right side with gate opening about 2 o¿clock. A 16x13x124 limb was advanced from left side; however, it appeared too long and it was removed. Instead, a 16x16x93 and 16x16x82 were used on left side to cover from the top of the gate to about 1 cm above the iliac artery bifurcation. Ballooning was initiated with another manufacturer¿s balloon on the left and a reliant on the right. The reliant balloon burst on the second inflation, and was replaced with another manufacturer¿s balloon. Ballooning was completed without ballooning outside the fabric portion of the stent grafts. Shortly after completion of ballooning the patient's blood pressure dropped to approximately 50. An angiogram showed a blush on the outside of the graft along the left common iliac. Another manufacturer¿s balloon was advanced and used as an occlusion balloon in the main body of the graft. After balloon inflation, the patient¿s blood pressure returned to normal. A 16x13x93 graft was added to the left side covering down to the iliac bifurcation. Additional angiograms showed reduction but not total resolution of the blush around the left common iliac artery. The decision was made to convert to an open procedure. All implanted grafts were removed, and a dacron bifurcated graft was sewn in. The patient was in stable but compromised condition due to a large amount of blood loss. The physician stated that the cause of the endoleak was due to a tear in the distal aorta. No additional clinical sequelae were reported. The patient has returned home and is doing fine. A review of returned pre-implant sizing and 3d worksheet confirmed that the distal aorta was severely calcified and measured 21mm in diameter. Both iliac arteries were also heavily calcified. Images during implant were not provided. The possible cause of the aortic perforation may have been due to ballooning within the small and calcified distal aorta.

Manufacturer narrative:
(B)(4).